Event description:
Patient reported being injected in the ¿cheek area¿ with an juvéderm¿ voluma¿ with lidocaine. The patient experienced ¿bruised and swelling in the area where the juviderm was injected¿ and "a distinct white patch with slight bruising where the product was injected on cheekbones.¿ patient also reported injection area was hot to the touch, white bumps in lower lip area, spotting and infection.

Manufacturer narrative:
Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.